Manufacturer narrative:
A review of the manufacturing records for the identified lot revealed no abnormalities related to the reported information. All devices within this lot have passed final testing prior to release.

Event description:
User facility reported that during a novasure procedure, the vacuum light turned on after 10 seconds of ablation. The physician removed the disposable novasure device and reinserted it. At this time, the "width would not go past the red zone." He removed the device and using a sound ruled out a perforation. The novasure procedure was begun again, but alarmed for several failed cavity integrity assessment (cia) tests. Upon these alarms, the physician removed the device and using a sound again ruled out a perforation. The physician opened a second device. Before preceding he repeated sounding and confirmed a perforation. The physician's nurse reported in 2007, that a general surgeon was called into the case and placed a suture at an "indentation on the bowel, not to close the perforation but to prevent leakage." The patient was seen in the emergency room the next day "for pain unrelated to the novasure procedure". A scan done at that time was normal and the patient is "doing fine."